Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d10, g4, g7, h2, h10, h11. Corrected fields: g1. The suspected defective scroll compressor was returned and received at the getinge national repair center (nrc) for part evaluation. A supplemental report will be submitted upon receipt of additional information. The occupation of the contact person, jeff brown, at the event site is biomedical engineer.

Manufacturer narrative:
The following investigation was performed by a technician of the maquet national repair center (nrc). Inspection of the compressor, scroll dtech was completed per the cardiosave service manual with no visual damage observed. The national repair center installed the compressor into the cardiosave test fixture and tested the compressor to factory specifications per the cardiosave service manual. The nrc could not verify the failure of the compressor not meeting specifications of the max pressure reaching over 405 mmhg ,when the compressor performance test was performed. The compressor met factory specifications of reaching 420 mmhg. The compressor passed testing. Retaining the compressor in the nrc.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and noticed it did not pass the compressor test. To fix these issues the fse replaced the compressor, scroll (0119-00-0236). The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a routine preventive maintenance (pm) performed by a getinge field service engineer (fse) on the cardiosave intra-aortic balloon pump (iabp), the iabp did not pass compressor test. There was no patient involvement, and no adverse event reported.